Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the reed switch magnet fell off of the lid and stayed on the device case at the "lid closed" position, even when the lid was open, causing the device to turn on with no voice prompts and then to power off after 20 seconds.

Event description:
It was reported by the customer that when attempting to change the charge-pak and electrode kit on their device, the unit had no voice prompts when the on/off button was pressed. There was no patient use associated with the reported failure.